Manufacturer narrative:
H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. H.6. Investigation conclusions code d12 added: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, component migration and endoleak. H.6. Investigation findings: code c21 updated to code c19 h.6. Investigation conclusions: code d16 updated to code d15.

Manufacturer narrative:
The medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses. Ibe was used in the left side of the patient. After stentgrafts placement, a slight type iii endoleak was noted between iliac branch component (ibc) and internal iliac component (iic), but the procedure was completed. On (B)(6) 2022, during a follow-up, CT examination showed a proximal type I endoleak and a type iii junction leak between ibc and bridging leg. In addition, a type iii junction leak between ibc and iic was still observed. On (B)(6) 2022, a reintervention for abdominal endoleaks was performed after the scheduled tevar. For the proximal type I endoleak, an aortic extender was implanted. Another aortic extender was also placed in overlap site of the ibc and bridging leg. Endoleaks were resolved. The remaining type iii endoleak from the junction of the ibc and iic was not treated and decided to be monitored. Reportedly the patient underwent pci in (B)(6) and has received dual antiplatelet therapy (dapt) . The physician suspected that endoleaks are related to the dapt.